Event description:
Complainant alleges "sterilization failure".

Manufacturer narrative:
The actual device was not returned for evaluation, however pictures of the device and problem were provided. After review of the pictures, it was clear that product was caught in the seal, causing a seal failure. During pre-treatment and oven drying, the df-3120 sponge can curl due to liner deformation, increasing its vertical height. If it curls above the pouch height, it can interfere with the sealing mechanism and get sealed in the pouch. Due to previous concerns regarding similar issues, the work instructions have been updated with visual aids and removal steps for curled sponges. This will help reduce future seal related concerns. The root cause was manufacturing error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.